Event description:
It was reported that the patient connector of a uv flash transfer set could not be connected to the titanium adapter. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received; however evaluation has not yet begun. The batch review of lot h13e10052 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. Visual inspection performed with the following issues noted: damage to patient connector. Leak testing, clear passage, and clamp function testing were performed with no issues noted. Integrity of seal surface test was performed with no leak noted. The reported problem could not be confirmed as the patient connector was damaged. Should additional relevant information become available, a supplemental report will be submitted.